Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("the delivery catheter became bent, release of the insert was impossible"), stress ("patient under local anaesthesia and stressed") and complication of device insertion ("procedure took longer/ additional risk of infection because of manipulation (30 minutes instead of 10 minutes)/ used 3 boxes for one procedure.") In a female patient who had essure (batch no. 689931) inserted. Other product or product use issues identified: device use error "the delivery catheter became bent, release of the insert was impossible" on (B)(6) 2010. Concomitant products included local anesthetics on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device deployment issue, stress and complication of device insertion. At the time of the report, the device deployment issue, stress and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue and stress with essure. The reporter commented: use of another essure device. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the delivery catheter became bent, release of the insert was impossible. This event is anticipated in the reference safety information for essure. As the event occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded, although a handling error could have contributed to the event. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. A product technical analysis is expected.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("the delivery catheter became bent, release of the insert was impossible"), stress ("patient under local anaesthesia and stressed") and complication of device insertion ("procedure took longer/ additional risk of infection because of manipulation (30 minutes instead of 10 minutes)/ used 3 boxes for one procedure.") In a female patient who had essure (batch no. 689931) inserted. Other product or product use issues identified: device use error "the delivery catheter became bent, release of the insert was impossible" on (B)(6) 2010. Concomitant products included local anesthetics on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device deployment issue, stress and complication of device insertion. At the time of the report, the device deployment issue, stress and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue and stress with essure. The reporter commented: use of another essure device. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 28-jul-2017 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed 284 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 28-jul-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.